Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the left blade was returned detached from the mcs instrument. Engineering observed that the blade had fractured at the cross section of the grip cable crimp, exposing half of the cable crimp. The fracture plane of the blade is nearly straight. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the blades from the monopolar curved scissors (mcs) instrument broke off and fell into the pt's abdomen. The broken blade was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.